Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that the caller stated the patient was in a lot of pain. The caller verified that the patient had received a controller replacement and an ac power cord recently. The patient tried to charge the ins for over 2 hours yesterday. The controller screen kept going dark and unresponsive when they would check the charge status. The patient stated they had to reset the controller to get it to come back on. The patient stated they had to do this multiple times while trying to charge the ins. The ins charge was only 30% after 2 hours and the controller was 80%. The patient reported feeling electric currents/stimulation sensation shooting down their legs and groin, which triggered their nerve pain and it was very painful. The patient verified this was with stimulation on during recharge. The patient had turned the ins off to stop the stim sensation. A replacement recharger and controller were sent out.